Manufacturer narrative:
Physio-control evaluated the customer's device and could not verify the reported issue. Root cause is unable to be determined. No parts were replaced. The device was placed in retention. The customer was provided with a warranty replacement device.

Event description:
Physio-control received a report from the customer that the back of the device was getting hot and the screen would boot up white with a service led. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the back of the device was getting hot and the screen would boot up white with a service led. There was no report of patient use associated to the reported event.